Event description:
Patient was admitted to the hospital on 6/99 for right total hip replacement surgery. 7 days later, a staphylococcus epidermis infection was diagnosed. The culture of this bacteria showed a high resistance pattern, which indicated a hospital-acquired infection. As such, this infection was more difficult to treat than most. 7 days later, dr. Removed the right total hip replacement and a catheter was placed under general anesthesia. Following placement, pt's condition deteriorated. They experienced congestive heart failure, renal failure, multifactorial encephalopathy, with persistent fevers and respiratory failure requiring ventilatory support. Pt expired 8/99. Dr., in a position paper, states that he feels the cause of pt's expiration was the clinipad gauze pads used post-operatively on pt.